Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of over 43 mg/dl. The customer treated with juice. The customer also reported getting inaccurate readings with the sensor. Customer's blood glucose level was 43 mg/dl and the sensor glucose reading was 75 mg/dl. Insulin delivery was not suspended. Customer declined troubleshooting for the low readings. Customer was instructed with the proper site and insertion techniques. The insulin pump and sensor were not returned for analysis.